Manufacturer narrative:
It was reported that a patient had a fractured abutment involved in this incident. The product was returned to MFR for evaluation, and it was concluded that the fracture was most likely caused by loading due to loosening of the dalbo plus elliptic and abutment screw.

Event description:
On october 20, 2009, a doctor reported to another country's MFR that a patient had a pitt easy implant abutment fracture.